Manufacturer narrative:
Additional information: d9, e3, g2 (add), h3, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to the specification. Pressure, clear passage, and functional testing were performed with no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: the event involved a neonate patient. D4 UDI #: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set with 0.2 micrometer filter leaked fluids from an unspecified location. This was during patient infusion via an arterial line. The syringe pump was programmed to deliver at a rate of 0.5 ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.